Manufacturer narrative:
(B)(4).

Event description:
Dexcom representative contacted dexcom technical support on (B)(6) 2014 to report intermittent out of range signal on (B)(6) 2014. At the time of contact the dexcom representative did not report any injury or medical intervention.